Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Facility faxes of patient medical record and bmp are attached.

Event description:
Inform user facility reported patient finger stick blood glucose result of 30 mg/dl at 16:35. Patient was given 1 amp of d50 at 16:40. A lab sample drawn at 16:43 was resulted as 291 mg/dl. Inform finger stick result at 17:04 was 110 mg/dl, 299 mg/dl at 17:30. Reported no adverse event. A request was made for the return of the strips.